Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional received from an hcp via a business partner reported the patient was doing well after replacement. On an unspecified date, the intrathecal baclofen 2000 mg/ml had been at 1050 mg/day and was changed to 500 mg/day per simple continuous infusion. On (B)(6) 2017, the managing physician noted that the patient presented to him with a year plus long history of decreased responsiveness to the intrathecal baclofen. The patient¿s symptoms of increased spasticity had predated the pump replacement on (B)(6) 2016. The patient¿s weight was unknown.

Manufacturer narrative:
Analysis of the pump on 2016-09-27 revealed no anomaly. The pump log was clean and showed no stall, and ir log showed only a stall recovery indication. The pump passed all functional / non-destructive testing, and during the destructive analysis, no significant anomalies were noted. The previously applied results code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of 493.5 mcg/day for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2016 that the patient presented in the ER with withdrawal and "emergent" pump had to be replaced; the explanted pump was to be returned. It was noted that the catheter had appeared patent with good flow, but no further information regarding other symptoms, diagnostics, or factors contributing to the issue were known. Follow-up information was received from the hcp on (B)(6) 2016 that indicated that it was the reason for the pump replacement was unknown and possibly a stall. It was also noted that the withdrawal symptoms were caused by "pump failure" and that the withdrawal symptoms had been resolved. Diagnostics performed and results related to the withdrawal symptoms were still unknown. The return paperwork was received on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.